Event description:
The patient developed clinical features of stroke on post op day 1. Evaluated by neurologist and CT revealed mca territory infarct. Patient transferred to another institution for further evaluation and care. The patient's condition was described by the center as: "patient's vitals were stable, was more alert and nodding head appropriately, he was moving right arm and leg, weaker than left arm and leg."

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no issue with the flexcath sheath reported during the procedure.

Event description:
The patient developed clinical features of stroke on post op day 1. Evaluated by neurologist and CT revealed mca territory infarct. Patient transferred to another institution for further evaluation and care. The patient's condition was described by the center as: "patient's vitals were stable, was more alert and nodding head appropriately, he was moving right arm and leg, weaker than left arm and leg." Update received (B)(4) 2012: patient readmitted on (B)(6) 2012 from rehab for cva; heparin and coumadin bridge started; patient discharged to rehab on (B)(6) 2012, and to home on (B)(6) 2012. Condition stable on discharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.